Manufacturer narrative:
Additional information: manufacture date received.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Earlier troubleshooting found that the issue was related to the igs/dicom port number used under storage port number in the cranial software. The port number used under storage port number in the cranial software was 60090. When the port was switched to 104 after the surgery, the representative was able to take two navigated spins with no issues. A second person confirmed that when the port number in igs/dicom store servers does not match the storage port number, the system was unable to verify. When these two port numbers do match, 104 or 60090, they were able to verify. The storage port was set to 104 and navigated spins were successfully taken with the imaging system. Missing manufacture date.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The clinical specialist (cs) reported that the navigation system was having communication issues with the imaging system. The site did a 3d spin and it was tagged with a nav tag, but it did not automatically transfer over and they were unable to push it. The navigation system showed a red bar for communication and the representative was unable to verify in the igs server on the mobile view station (mvs). Checked the network settings on both systems and they were good, so the representative rebooted the navigation system and the mvs with the network cable detached. This did not resolve the issue. The representative tried a different network cable, but this did not resolve the issue either. The representative bypassed the bulkhead on the navigation system to plug directly into the computer, which also did not resolve. At this point, another representative arrived at the site and went into cranial 3.1 software and changed the storage port number from 6*** (number not known) to 104. This gave a green line status back in spine software and the verification from the mvs was successful. Both of the representatives tried to now push the nav tagged exam to the navigation system, but it did not show up in an imaging system procedure. They then tried to save the exam onto a usb and load it into a CT procedure and then go back to the imaging system procedure on the navigation system. They were able to load the exam, but it did not show up in the imaging system imaging procedure. They also noticed that in the CT imaging procedure, there were multiple copies of the patient they were trying to use. The surgeon decided to proceed without the use of navigation and this caused about a 15-20 minute delay to the case. There was no impact on patient outcome. The port number used under storage port number in the cranial software was 60090. When the port was switched to 104 after the surgery, the representative was able to take two navigated spins with no issues. A second person confirmed that when the port number in igs/dicom store servers does not match the storage port number, the system was unable to verify. When these two port numbers do match, 104 or 60090, they were able to verify. The storage port was set to 104 and navigated spins were successfully taken with the imaging system. There was no additional patient impact beyond aborted imaging and navigation reported and a less than one hour delay to surgery.